Event description:
A malfunction alarm with the code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump, but to call back if the issue happens again. The customer acknowledged and understood these instructions.